Event description:
The patient was undergoing a thrombectomy procedure to treat a peripheral bypass graft using an indigo system aspiration catheter 7 (cat7), a 7fr non-penumbra sheath, and a guidewire. During the procedure, the physician successfully completed approximately five passes in the target location using the cat7. Upon removal of the cat7 from the patient after completion of the thrombectomy, the physician experienced resistance and broke the cat7 in half and noticed under fluoroscopy that a piece of the cat7 remained in the patient¿s arterial bypass graft. Subsequently, the physician removed the sheath and gained additional access via cutdown technique to open the patient¿s graft and removed the broken distal piece of the cat7. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.